Manufacturer narrative:
Upon investigating the actual device used in this incident, it was determined that the malfunction occurred due to control board issue. A field service engineer replaced the l-board and drawer board and configured the drawer to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had cubie drawer failure. The customer stated that the cubies were not detected on the communication bus. There was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.